Event description:
It was reported that the deflation time of the balloon was very long. Too long that the consultant took the partially deflated balloon out with the introducer. The balloon was used for a right pulmonary stenosis. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The sample has been returned and the investigation is currently underway. This application (pulmonary stenosis) represent an off label use for this device. The current instructions for use for this device states: indications for use - ultraverse pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty (pta) of the renal, popliteal, tibial, femoral and peroneal vessels. Bard does not recommend use of this product for procedures other than those mentioned above. The catheter is not for use in the coronary arteries.